Manufacturer narrative:
Evaluation anticipated but not yet begun. Cannot draw any conclusions at this time. The lift chair is eight years old with no prior complaints. Prides lift chairs are tested to the standards.

Event description:
The patient alleges, he was sleeping in his lift chair overnight when he accidentally bumped the controller with his leg turning on the heat resulting in third degree burns on his back. The patient is paraplegic.